Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have low blood glucose and requested assistance with basal rates. Customer received assistance in reviewing basal rates. It was noted that customer may have been using an incorrect method of reviewing basal patterns, which possibly caused customer to over bolus. Customer reported to have been attended by emergency medical technicians at home due to low blood glucose of 64 mg/dl. Customer declined troubleshooting for low blood glucose as customer states that low blood glucose was due to her lifestyle.